Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the past couple of weeks the patient had been meeting with a rep consistently for programming. The device would get reprogrammed and it would work great for 2 or 3 days and then it goes "goofy" and her pain would come back. The patient said then she meets with the rep again and the cycle continues. The settings changed without the patient doing it and the intensity was set at 2.6 and then later she noticed the intensity was at 2.0. It was also mentioned that the adaptive stim was not showing the correct position when she was reclining and upright. The patient tried several times and pressed "recheck". When the patient was still, the controller showed the patient was in motion. The patient had an appointment with the hcp scheduled for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were unaware of the stimulation changing on its own as they were still optimizing therapy. No further complications were reported.